Manufacturer narrative:
It was reported that mesh was implanted along with concurrent hysterectomy. After implantation, patient experienced pain, extrusion, infection, fistulae, dyspareunia and urinary problems. Patient underwent mesh removal due to pain and infection on (B)(6) 2012 with concurrent placement of monarch (ams) sling. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a flexible cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion, infection, bleeding, vaginal scarring/shrinkage, exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.